Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-may-2022 to 23- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device continuously froze and locked up drawers during procedure. A technical support specialist found that the c drive was bloated. The device security team deleted the old version of security software and backed up files. Reinstalled the new version to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was continuously freezing and locking up drawers during procedures. Customer stated that the station became unusable and causing patient care delays due to the inability of accessing the required medications. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system's security software occupied most of the space in c:drive, causing the reported malfunction. A device security team deleted old version of security software and all back up files, then reinstalled the new version of security software and confirmed the station has remained with sufficient storage space. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was continuously freezing and locking up drawers during procedures. Customer stated that the station became unusable and causing patient care delays due to the inability of accessing the required medications. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.